Event description:
After stent to saphenous vein graft to posterior descending artery by, spontaneous, temporary acute closure of vessel. Cardene and nitroglycerin given intracoronary. Pt developed st increase and chest pain rated at 9/10, which resolved by the end of case. Stent deployed, balloon shaft stretched but intact.